Manufacturer narrative:
The patient has a history of breast augmentation mastopexy, but no other remarkable prior medical history. The treatment plan included high definition suction assisted liposuction of the abdomen, upper and lower back, bilateral flanks, and arms as well fat transfer to buttocks and breasts followed by renuvion to all sites where liposuction was performed. The bilateral flank formed a wound with delayed healing. The surgeon used standard wound healing techniques to encourage healing and then at two months post operatively the surgeon debrided and performed a complex closure of the bilateral flank wounds. Two weeks after the closure of the flanks the surgeon noted the bilateral incision sites well healed with minimal scarring. No device was returned for evaluation and no device specific information was provided to conduct a review of the device history record. The liposuction device is not identified. As with all energy devices there are inherent risks associated with the use of renuvion. Risks included in the instructions for use are; unintended burns (deep or superficial), ischemia, fibrosis, infection, pain, discomfort, pigmentation changes, increased healing time, unsatisfactory scarring, asymmetry and/or unacceptable cosmetic result.

Event description:
The patient received a burn and possible necrosis to their sides during a procedure in which renuvion was used as part of the overall surgical treatment.